Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a air bubble in their reservoir. Customer stated they did not rewind with the reservoir in place. It was also found the customer did not have a leak in their reservoir compartment. The customer's blood glucose was unknown. Customer stated the air bubbles were recurring. The customer was advised to change out their infusion set and reservoir if the air bubbles persisted. No additional information provided.